Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Initially, the customer attempted using a third-party wall adapter with the tandem charging cable, but the issue persisted. Tandem technical support planned to send a replacement tandem cable and wall adapter; however, the customer later resolved the issue using a non-tandem wall adapter with the existing tandem charging cable, resulting in the pump showing a full charge.